Manufacturer narrative:
Block b1 (adverse event/product problem), b2 (outcomes attrib to adv event), h1 (type of reportable event) and h6 (patient codes and impact codes) have been corrected. Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code f2301 captures the event of an additional stent required that was placed through the broken stent. Block h11: investigation summary: based on the available information, boston scientific could not confirm the reported event of stent break. The device was not returned as it remains implanted; therefore, a technical analysis could not be performed. Without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the complaint device was not returned for evaluation as it remains implanted; therefore, a technical analysis could not be performed. The documentation provided includes pictures where it can be observed the device in the patient's anatomy. However, this is not enough evidence to confirm the reported events. Labeling review: a labeling review was performed and, from the information available, there is no information that the device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, hemorrhage, minor is noted within the IFU as a potential adverse event associated with the use of the device. Risk review: a risk review was completed and confirmed that the reported event of stent break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, there is not enough evidence to confirm the reported event. Due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used to treat a 5cm anatomic stricture in the duodenum caused by gastric and duodenum cancer during a gastroscopy with introduction of duodenal stent procedure performed on (B)(6) 2025. During the procedure, the stent broke into two parts. The broken stent remains implanted, and another stent was placed through it. Reportedly, the physician did not remove the stent due to bleeding and the anatomic stricture caused by the tumor. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used to treat a 5cm anatomic stricture in the duodenum caused by gastric and duodenum cancer during a gastroscopy with introduction of duodenal stent procedure performed on (B)(6) 2025. During the procedure, the stent broke into two parts. The broken stent remains implanted, and another stent was placed through it. Reportedly, the physician did not remove the stent due to bleeding and the anatomic stricture caused by the tumor. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.